Event description:
The iab was inserted into the pt on 11/29/96 at 3:30 p.m. And removed on 12/5/96 at 9:00 a.m. The iab did not malfunction. A vascular surgeon was consulted, the pt had a thrombosis, major ischemia and surgery was required. (Event complications: thrombosis/major ischemia/surgery required-reported 10/17/97.) (Pt's current status: discharged-rpt'd 10/17/97)